Manufacturer narrative:
Siemens customer product support investigated the event and concluded following: the customer was unable to provide sample times or ID's but stated they were run sometime on the (B)(6), before 14:51 when the complaint was received by siemens. From the provided files, the attempt to match the provided information was made. Data is inconclusive from the data provided as to which samples were truly suspect. Moreover, instrument (B)(4) experienced numerous occurrences of benzalkonium exposure during use life. This is a known interfering substance for the sodium sensor as listed in the rp500 operators manual.

Event description:
Customer reported that pco2 result did not correlate with their other rp500. There was no report of injury due to this event.